Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not have an ECG trace or heart rate. Complainant indicated that there was no patient involvement in the reported malfunction.